Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The acculink is being filed under a separate MFR number. Evaluation summary: evaluation of the returned xact self expanding stent system (sess) noted blood on the shaft and tip. There was no saline visible. The stent implant was returned dislodged from the sess, possibly due to handling/packaging the device for return. There was no damage noted to the stent implant. The distal sheath was retracted 1.2 cm proximal to the tip crown, suggesting that the device had been handled / manipulated after the failed attempt to cross. There were two bends in the shaft 2.5 cm and 9.5 cm distal to the guide wire exit port. There was no other damage noted to the sess. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. In this case, the difficulty appears to be related to interaction with the lesion site which was described as heavily calcified. It was also reported that two rx acculink stent systems, failed to cross, further indicating that the challenging anatomy contributed to the difficulty. The bends in the shaft located 2.5 cm and 9.5 cm distal to the guide wire exit port, are likely due to pushing against resistance while attempting to cross. A review of the device lot history record did not reveal any nonconforming material records for this lot. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents for failure to advance, bends dislodged stent reported for this lot. Overall, the reported failure to cross and subsequent damage appears to be the result of the heavy calcification in the lesion and pushing against resistance, there is no indication to suggest a product quality deficiency. All xact stent systems are visually inspected for stent placement and damage. Additionally, a sampling of units is destructively tested to verify proper stent deployment.

Event description:
It was reported that during a procedure of the heavily calcified, 99% stenosed right carotid artery, predilatation was completed with a non-abbott balloon catheter and the rx trek balloon catheter, however, neither the rx acculink stent delivery system nor the xact stent delivery system could cross the lesion. Each device was removed and a non-abbott device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested no additional information was provided. Return device analysis revealed that the stent implant was dislodged from the stent delivery system.